Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the rptr: a new handle was opened with a 45 black load. The device was lose on tissue and it closed fine with no problem. Upon removing the device, it stuck on the tissue and could not be removed. The surgeon was unable to retract the knife blade. Another handle was opened, and a 45 purple load was placed, it was next to black load where the surgeon was able to resect the locked reload with the new device firing correctly. No delay in operative time was reported. No bleeding occurred. Unanticipated tissue loss occurred.